Manufacturer narrative:
(B)(4). Evaluation summary: the pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be false empty detect at initial drain after I-drain alarm volume was met and false empty detect at previous therapy last drain after minimum drain volume was met. This issue was confirmed through review of the event history log. A service history review revealed no previous service events were related to the reported condition. This issue is being investigated through CAPA.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in patient therapy log. The drain volume was 2718 ml during cycle 1, and the largest prescribed fill volume was 1500ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.